Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
It was reported the patient experienced pain at the implant site following an MRI scan in 2017. The device was explanted, and the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the device was not explanted. The patient experienced an internal magnet dislodgement during an MRI back in 2017 (specific date not reported). The internal magnet was surgically replaced on (B)(6) 2017. This report is submitted on december 30, 2021.